Manufacturer narrative:
Device was received with unresponsive buttons due to flattened dome switches on all the buttons. Unable to verify a21 error alarm due to unresponsive keypad/buttons. Device had cracked display window corners, a scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump alarmed button error. No other information was provided. Nothing further reported.